Event description:
The customer reported a problem with the defib involving accuracy. There was no reported adverse pt impact.

Manufacturer narrative:
The customer reported a problem with the defib involving accuracy. There was no reported adverse pt impact. Philips evaluated the device and further clarified the failure. The energy select switch setting was not accurate. The device was repaired by replacement of the optical switch. The device passed all testing and was returned to service.